Manufacturer narrative:
(B)(4) initial

Event description:
The customer reported that the patient had a fault alarm on his freedom driver. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The alarm history was reviewed and revealed two alarm codes that are produced as the result of the primary motor not engaging for approximately five seconds after powering the driver. During the incoming test the driver was running on secondary motor operation, therefore, it alarmed as expected after startup. Despite the alarm and operation on secondary motor, the driver passed pressure testing at nominal normotensive and hypertensive settings. Investigation testing determined the root cause of the customer-reported fault alarm was the non-engagement of the primary motor as a result of a malfunction of the primary motor controller printed circuit board assembly (pcba). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer reported that the patient had a fault alarm on his freedom driver. The customer also reported that the patient was subsequently switched to a backup freedom driver. There was no reported adverse patient impact.